Manufacturer narrative:
An event regarding disassociation regarding a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual inspection noted that the device was returned in used condition and damage most likely from explantation was observed on the superior surface of the liner. Further review of device with material analysis engineer indicated: "not performed as not related to material integrity. Damage consistent with explantation." Medical records received and evaluation: not performed as no medical records were received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for this lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. A visual inspection indicated that damage most likely from explantation was observed on the superior surface of the liner. Further review of device with material analysis engineer indicated the same as visual inspection. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The stryker constrained liner disassociated from a titanium cup. Patient came back to surgery to have it revised. A new constrained liner and 22mm hip ball were implanted. The new constrained liner was impacted into the cup and was checked to make sure it was locked in. A new metal 22mm hip ball placed on the stem and was impacted. The construct snapped together and the hip reduced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The stryker constrained liner disassociated from a titanium cup. Patient came back to surgery to have it revised. A new constrained liner and 22mm hip ball were implanted. The new constrained liner was impacted into the cup and was checked to make sure it was locked in. A new metal 22mm hip ball placed on the stem and was impacted. The construct snapped together and the hip reduced.